Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the nurse prepared the surgical objects, opened the outer packaging of the synthetic absorbable surgical suture and found that the needle and the suture were not connected. The nurse immediately stopped, replaced with new sutures to continue to complete the preparation of materials and reported to the material supply management section. The device was unable to be used and was replaced. There was no patient injury.